Manufacturer narrative:
No product was returned for eval, accordingly, no conclusion can be drawn. This is one of five medwatch reports being submitted as the customer reported five individual units were involved. Reference the below MDR numbers for all associated reports: 2050012-2010-00946, 2050012-2011-07407, 2050012-2011-07408, 2050012-2011-07409. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for add'l reportable events.

Event description:
Customer reported that five units of synchron cx albumin reagent leaked upon receipt. No injuries were reported.